Event description:
It was reported to vyaire medical problem with the vela ventilator in which vti (inhaled tidal volume) is reading 569ml when set to 500ml. The customer had tried the xdcr (transducer) calibration with no success. Furthermore, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire advised the customer the he can also check the voltages to the turbine driver board to make sure nothing is wrong with that first. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.